Manufacturer narrative:
(B)(4). Implant date - 2013. Concomitant medical products: unknown vanguard tibial tray, unknown vanguard femoral component. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Devise history records review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history could not be conducted as the product identification is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a revision procedure approximately two years post-implantation due to instability. Additional information on the reported event is unavailable. No additional patient consequences were reported.